Event description:
Amo complete moisture plus - doctor instructed to stop using due to excessive redness in white of left eye. A little redness is also apparent to right eye, but not as much. No pain, noticeable discharge or tearing. I was instructed to use eye drops that I used previously for an eye irritation, which may have been from this same thing. Frequency: twice daily. Dates of use: 2006 - 2007.